Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7111557 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulator (scs) lead migration which was confirmed through imaging. The patient underwent a procedure wherein the leads were repositioned and that the patient was doing well postoperatively.